Event description:
It was reported that during device replacement procedure, the lead threshold parameters were high. The physician opted on explanting and replacing the lead. No patient complications have been reported as a result of this event.